Event description:
It was reported that the device blocked during cutting when pressure on dermatome. The event occurred during surgery. There was no harm or injury for patient or operator and there was no delay. There was no medical intervention or additional surgical procedure needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information. The following sections have been updated: b4, b5, e1, e2, e3, e4, g2, g3, g6, h2, h10. E1 - telephone number: (B)(6).

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was not functioning and was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device has not been previously returned for annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the device blocked during cutting when pressure on dermatome. The event occurred during surgery. There was no harm or injury for patient or operator and there was no delay. No adverse events were reported as a result of this malfunction.